Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The jada device did not stop control the bleeding [device ineffective]. Put the suction at 240 mmhg for a patient that had a c- section [wrong technique in device usage process]. No other ae reported, no pqc reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a registered nurse referring to a female patient of unknown age via account manager. The patient's medical history included c-section, pregnancy and delivery. The patient¿s concurrent conditions, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (lot#, serial# and expiration date were not reported) for post-partum hemorrhage. On an unknown date, the healthcare provider (hcp) set the suction at 240 mmhg for a patient who had a c-section (wrong technique in device usage process). The account manager did not have any further details regarding prior or post vacuum-induced hemorrhage control system (jada system) interventions and was unaware of the patient¿s current status. The vacuum-induced hemorrhage control system (jada system) device did not stop control the bleeding (device ineffective). The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The physician confirmed that this was their first time using vacuum-induced hemorrhage control system (jada system). The physician received training on how to use vacuum-induced hemorrhage control system (jada system) about a year ago. The patient sought medical attention. No other adverse event (ae) (no adverse event)/ no product quality complaint (pqc) reported. Upon internal review, the event device ineffective was determined to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.